Manufacturer narrative:
Based upon analysis of all available information, boston scientific's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellanav mifi open-irrigated ablation catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter the patient experienced a pericardial effusion. The effusion was drained, and the procedure was then cancelled. The patient stayed overnight for observation and went home the following day with no further complications. The catheter is not expected to be returned as it was disposed of by the site.